Event description:
Procedure type: unk. According to the reporter: the tip of the trocar broke inside the patient's cavity. All the pieces were retrieved. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B)(4). (B)(4).